Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead will be monitored.